Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the nurses were cleaning the colonoscope they thought it was blocked. When they pushed a bit further, this cleaning brush tip came out of the scope. It had obviously broken off when the scope was cleaned the day before but the person who was cleaning hadn¿t noticed that it had broken. Thank fully it hadn¿t gone into the patient but was only found when the cleaning process took place. Update as per complaint form found in the return product processed on 28/6/21 : following a colonoscopy on (B)(6) 2021, when cleaning a colonoscope at act endoscopy, the nurses thought it was blocked. When they pushed a little stronger, a broken piece of a cleaning brush tip came out of the scope. It had obviously broken off when the scope was cleaned on (B)(6) 2021; however, the person who was cleaning the colonoscope on (B)(6), hadn't noticed that it had broken off and the tip was stuck in the colonoscope. Thankfully, the broken tip of the cleaning brush did not get dislodged from the colonoscope during the next procedure and did not cause any injury to the next patient. It was only found when the cleaning process took place on (B)(6) 2021. Further information was received from the rep on 30 june 2021: the customer has acknowledged that the staff member who was responsible for cleaning of the colonoscope initially, should have been more vigilant and noticed and noted that the distal end of the cleaning brush had broken off and that it could have been trapped in the colonoscope, which it was, it should have been removed at that point in time, or, if unable to remove it, they should have taken that particular colonoscope out of circulation and not allowed it to be made available for any future patient until the broken brush piece had been removed. No adverse effects reported as occurring to patient. (B)(4)-rep visit completed and updated info file in (B)(4). Cook rep visited the customer when collecting the sample of the broken product. The customer has acknowledged that the staff member who was responsible for cleaning of the colonoscope initially, should have been more vigilant and noted that the distal end of the cleaning brush had broken off and that it could have been trapped in the colonoscope, which it was, it should have been removed at that point in time, or, if unable to remove it, they should have taken that particular colonoscope out of circulation and not allowed it to be made available for any future patient until the broken brush piece had been removed.

Manufacturer narrative:
1. Device evaluation: the dcb-dv-50 device of lot # c1724429 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. 2. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2021. On evaluation of the device it was noted that the tip of the cleaning brush was detached, only the tip was returned. 4. Documents review including IFU review: prior to distribution dcb-dv-50 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for dcb-dv-50 of lot number c1724429 did not reveal any discrepancies which may have contributed to the complaint issue. In the final quality control produce, fqc0236]rev 02, in step 1.1, it instructs the manufacturing team member to check ¿the correct part is in the pouch, conforming to the pouch print. I.e., for dcb-dv-50, check that the tube has a tipped brush at both ends and that a valve brush accompanies it in the pouch¿ further in step 1.5, it instructs the manufacturing team member is to ¿verify the tubing is free of kinks and damage..¿ also in step 1.4 to ¿verify the length. (1/lot, visually compare the remainder).¿ please note there is no instructions for use accompanying this device. 5. Root cause: a definitive root cause for the customer complaint could not be determined from the available information. A possible cause of this complaint could be if excessive pressure was applied to the cleaning brush when cleaning the scope. 6. Summary: complaint is confirmed based on the customers testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report being submitted due to completion of lab evaluation on 19-aug-21